Manufacturer narrative:
Report number 1219602-2017-00126 is a duplicate of report number 1219602-2017-00022 . This MDR was recreated in error.

Manufacturer narrative:
Examination was not possible, as the device will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. A review of the ncmr database was performed which confirmed no abnormalities were reported with this lot during manufacture. A complaint history review identified no additional complaints for this manufactured lot.

Event description:
It was reported that an arthroscopic basket was being used to release the biceps tendon during surgery. When the bicep was released, the tip of the instrument broke leaving a small piece of metal within the joint. Surgeon was able to locate metal piece and safely remove it. No patient harm reported.